Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a display cable that was intermittently faulty when moved. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. A philips service engineer (se) evaluated the device and reported that the cable was loosely connected. After reconnecting the cable, the reported issue was resolved. The device passed all performance verification testing and deemed ready to be returned to service.